Event description:
Customer reported contact points 1 through 4 from right side of the power connector were black and looked burned. No treatment was received. A request was made for return product and replacement product was sent.